Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she needs inserts the battery several times for the pump to work. Customer¿s current blood glucose level was unknown. Troubleshooting was performed and user declined damage. The insulin pump will not be return for analysis.